Event description:
Profound and permanent neurological injuries [nervous system disorder], neuropathy [neuropathy peripheral], severe and permanent physical injuries [injury], excess zinc [blood zinc increased], copper depletion [blood copper decreased]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version unknown cream as her dental adhesive of choice with a last known use in (B)(6) 2008 and reported the following: neuropathy; profound and permanent neurological injuries; severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities; excess zinc; copper depletion. She has received and will continue to receive unspecified medical care and treatment. Past medical history included: medical history - denture wearer for several years. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. (Us) otc device: yes.